Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified . Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. The helix was broken at 20 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported issue. A definite root cause for the reported event could not be determined. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiration date: 07/2024).

Event description:
It was reported that during a recanalization procedure in the left sfa and during a crossover procedure, the helix of the device was allegedly noted to be broken. It was further reported that the distal part of the helix was inside the vessel and was retrieved using a sling. There was no reported patient injury.